Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 8mmol/l. The customer stated that the location of the leak is on rubber part of the reservoir. Customer stated the leak is past 1st o-ring. Customer stated that there is an air bubble in the reservoir. Customer was advised to change reservoir and we will replace it.